Manufacturer narrative:
Local service department checked the subject device and found that the distal end cap was broken due to damage or deformation caused by physical stress. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that the distal end cap was broken, inside of the light guide lens was dirty, and forceps elevator had contamination (rusted). There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed the following possible causes for each phenomenon. (1) cracks in distal end cap physical stress was applied on distal end, such as hitting and dropping. (2) dirt inside light guide lens: humidity entered the device from leaking point, which caused components inside light guide lens to corrode. Corrosion product remained inside the lens as dirt. (3) dirt at forceps elevator: - user inadequately reprocessed around forceps elevator after procedure. - foreign material on forceps elevator became dried and adhered because user did not perform reprocessing immediately after procedure.